Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: the therapy monitored volume failed performance specification. The patient initially returned the device for a system error 2042 alarm which was addressed in a separate report. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Upon further review it was determined that the returned instrument test/evaluation (rite) testing actually failed due to a timeout that occurred during the fill phase. Therefore, this is not an actual accuracy failure, which was reported in the initial medwatch. The device did not experience an accuracy issue.